Event description:
During baxter's functionality testing, a spectrum pump had door not fully latched messages. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The door not fully latched alarm was confirmed through baxter's functionality testing. Further testing observed this condition upon turning the device on. Review of the event history log confirms this condition as well. The physical inspection determined this issue was caused by a loose upper link screws. The link screws were replaced.